Event description:
A site representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system was inaccurate. No specific amount of inaccuracy was provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was refused to be provided by the site. On 17-feb-2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported event. The medtronic representative opted to upgrade the software installed on the system. A software investigation was completed and was unable to determine the probable cause without further information since the behavior could not be replicated.